Event description:
During a subtotal gastrectomy procedure the device delivered an incomplete staple line. Consequently, the procedure was extended by one hour. The procedure was completed with sutures.